Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 09/08/2016, electrode belt: 02/23/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly wearing the lifevest at the time of passing. Ems were present at the time of passing. It was reported that the lifevest was alarming. It was reported that the hospital staff performed resuscitation efforts.   Per clinical review of the available ECG data, the patient received 9 lifevest treatments. The patient was in af (atrial fibrillation) at 160 bpm with rvr (rapid ventricular response) and motion artifact at the time of the first treatment at 21:33:41, and the post shock rhythm was also af at 160 bpm with rvr and motion artifact. The response buttons were pressed after the first treatment. The response buttons functioned appropriately. It is unclear who was pressed the response buttons. The patient received treatments 2 and 3 at 21:35:57 and 21:35:59 when the patient's rhythm and post shock rhythm were af at 150 bpm with rvr and motion artifact. The patient entered an arrythmia at 21:55:34 of vf (ventricular fibrillation ) for 16.84 seconds with external defibrillation, which transitioned to an idioventricular rhythm at 45 bpm which further degraded to vf. The lifevest delivered a fourth treatment at 21:56:29 while the patient was in vf with a post-shock rhythm of an idioventricular rhythm at 40 bpm which degraded to vf. The lifevest delivered a fifth treatment at 21:56:57 while the patient was in vf. The patient also received an external defibrillation just prior to lifevest treatment, and the post-shock rhythm was an idioventricular rhythm at 40 bpm. The patient received treatments 6 through 9 at 21:59:52, 22:00:19, 22:01:12, and 22:01:51. The patient was in vf for treatments 6 through 9 with post shock rhythms of vf during treatments 6, 7, and 8, and a post-shock rhythm of CPR/motion artifact after treatment 9. The patient was reportedly in the hospital at the time of passing. It was reported that hospital staff performed resuscitation efforts. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.